Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she has not been tested for a nickel allergy but she cannot wear "fake" or "costume" jewelry which often has nickel in it due to skin irritations. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding and clotting"), back pain ("back pain"), dysmenorrhoea ("menstrual cramping") and hypersensitivity ("possible allergic reaction"). The patient was treated with surgery (hysterectomy and removal of the essure device in may-2016). Essure was removed in may 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered back pain, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Most recent follow-up information incorporated above includes: on (B)(6)2018: new reporter added; menstrual cramping and possible allergic reaction were added as event; event pain was clubbed with pelvic pain, and disconfort was amended to pelvic disconfort; removal date was updated from jun-2016 to may-2016. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain and discomfort"), discomfort ("severe pain and discomfort"), menorrhagia ("heavy menstrual bleeding") and back pain ("back pain"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pain, discomfort, menorrhagia and back pain outcome was unknown. The reporter considered back pain, discomfort, menorrhagia, pain and pelvic pain to be related to essure. The reporter commented: plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.